Event description:
It was reported that after heavy use in the system, 9800 displays a "low ma" error. Use of the system was uninterrupted. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The generator battery pack was replaced after finding corrosion on the terminals. The system was tested and found to be working as intended and placed back into service.